Manufacturer narrative:
Investigation including root cause analysis is in progress. . A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "cannula broke off into the eye" (foreign body in patient) product problem(s): "cannula broke" (break). The surgeon reported while doing a procedure, part of a cannula broke off into the patient's eye. The surgeon was not able to retrieve it, so it was left in the patient's eye. Additional information has been requested. Multiple attempts have been made to the surgeon, but have received no response to date.